Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. Visual inspection found the term cover is missing. The reported condition was confirmed. The investigation found the term cover was missing from the pad. The challenge test during manufacturing for the detection system was inadequately setup or missing. This resulted a missing term cover pad to be accepted by the machine. Then downstream loading operator missed this defect during packaging process which then resulted in this complaint returned by customer. For this event, engineering has updated instructions to adequately challenge the term cover detection station. Additionally, due to the miss at the foremost packaging process, a quality alert was issued and shared with the manufacturing team and packaging operation team. The investigation identified the root cause of the reported event to be an assembly error. Corrective actions have been implemented to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when trying to apply the return electrode to the patient before starting the operation, metal clip was noted at the proximal part of the cord on the return electrode side. They replace the device with a like device and it worked fine. There was no patient involvement.